Event description:
Sorin group received a report that after the customer purchased a heater cooler, debris was found circulating through the system during the first time it was used. The debris was collected in the oxygenator's heat exchanger. The pt was not affected.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the impurities were discarded by the customer and nothing was available for return. As an investigation could not be performed, a root cause was not determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant tot he reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Samples discarded by the customer.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that after the customer purchased a heater-cooler, debris was found circulating through the system during the first time it was used. The debris was collected in the oxygenator's heat exchanger. The patient was not affected. Sorin group (B)(4) has been informed through photos provided by the customer that the debris was a green algae-like substance. The customer did not save any samples, so the composition of the material is unknown. The customer also stated that unfiltered tap-water was used to fill the heater-cooler tanks. This information was identified on january 13th, 2016 during a retrospective evaluation. The retrospective evaluation also identified that this additional information has not yet been provided in a medwatch report. The investigation is still ongoing. A follow-up report will be sent when the investigation is completed.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that after the customer purchased a heater cooler, debris was found circulating through the system during the first time it was used. The debris was collected in the oxygenator's heat exchanger. The pt was not affected. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.